Event description:
Further follow-up revealed the patient never received effective stimulation due to the inability of the lead to be placed at the desired location. Additionally, it was reported the lead started experiencing invalid impedance measurement 2-3 months after implantation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported lead diagnostics for the patient's ((B)(6)) lead revealed invalid impedance measurements. As a result, the patient's lead was explanted and replaced. The date of event is unknown.